Event description:
A report was received that the patient was experiencing frequent charging following an MRI. The ipg was explanted and a new ipg was implanted. The patient was able to charge properly and was doing well following the procedure.

Event description:
A report was received that the patient was experiencing frequent charging following an MRI. The ipg was explanted and a new ipg was implanted. The patient was able to charge properly and was doing well following the procedure.

Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient was experiencing frequent charging following an MRI. The ipg was explanted and a new ipg was implanted. The patient was able to charge properly and was doing well following the procedure.